Manufacturer narrative:
(B)(4). Batch # unk. Firing knob dislodged, damaged slip block assembly. Additional information was requested and the following was obtained: what type of procedure was the device used in? Right hemicolectomy. Did any pieces fall into the patient? No. If yes, were they retrieved? Na. Will all pieces be returned with the device? Yes. If no, how were they discarded? Na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing button was broken at the second firing. About half of the cut line and staple line were deployed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.